Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited non-detection and high pacing thresholds two days post-implant with the device programmed to aai pacing. Pace impedance measurements were noted to be stable and within normal limits. The device was reprogrammed to ddi 70 with atrial discriminators off and atrioventricular delay extended to 310 ms. The patient was reported to have an underlying rhythm with no instances of asystole or other adverse patient effects. This system remains in service and the patient will continue to be monitored remotely.